Event description:
It was reported that during a prostate procedure, the first side-firing surgical was observed to be forward-firing at 27,295 joules of use; the case was continued using a second surgical fiber, which was observed to be forward-firing at 123,735 joules of use. A third fiber was then attached, however the fiber card was not readable by the system (0 joules of use). The case was completed by turp. There was no report of injury. This report is for the second surgical fiber used.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.